Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was in the intensive care unit and he is on insulin intravenous drip. Customer's blood glucose level was unknown. Nurse called in because they need to have someone to take a look at the customer's insulin pump. No other details provided. Device will not be returned for analysis.

Manufacturer narrative:
To inform that the incorrect with the initial report. The correct information has been provided with this report. (B)(4).